Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned to abbott vascular for analysis which may have assisted in the investigation; however, it was reported that the lesion was heavily tortuous with moderate calcification which likely contributed to the reported failure to cross. During removal of the stent delivery system (sds), the stent was reportedly caught on the edge of the guiding catheter (difficult to remove) and appears to have subsequently led to the reported stent damage due to interaction with the guiding catheter. The reported failure to cross, stent damage and difficulty to remove appear to be related to the procedure circumstances and there are no indications of a product quality deficiency. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality. You are receiving this MDR report from abbott vascular because (B)(6) distributes promus as its own brand labeling of (B)(4) drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with heavy tortuosity and moderate calcification. After pre-dilatation was performed, difficulty was experienced during advancement of the rx promus stent delivery system (sds) through the lesion, and the device would not cross. When the sds was removed, resistance was noted with the guiding catheter, and it was observed that the stent strut was flared. Another promus was used to complete the procedure successfully. There were no adverse patient effects reported. No additional information was provided.